Event description:
The customer reported the battery holder is not working right. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.